Manufacturer narrative:
For both events: 1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation about questionable results for 1 patient tested for elecsys tsh on a cobas e 402 analytical unit and for 1 patient on a cobas e411 disk system. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
For 1 event: 1. Summary of investigation results: the investigation did not identify a product problem. The cause of the event could not be determined. 2. Summary of follow-up/corrective actions taken: the customer did not provide any additional information for the investigation. For event 2: 1. Summary of investigation results: a general reagent issue can be excluded. The cause of the event was consistent with a maintenance issue. 2. Summary of follow-up/corrective actions taken: the field service engineer cleaned the sample needle, replaced the pinch tubes, checked the correct positioning of the sample needle pipetting tube, cleaned and lubricated the sample needle movement line, and replaced the mixer paddle.